Event description:
Reported alleged obtaining discrepant back to back blood glucose results of 270 mg/dl, 170 mg/dl and 126 mg/dl when all tests were performed within 10 minutes on the aviva sys. Reporter indicated that 15 minutes prior to obtaining the first result, he took januvia. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.